Event description:
It was reported that the pt had a problem with her neurostimulator. The pt stated that when the stimulation was turned off, she felt a "low density stim, knotting up the muscles" down her left leg. The symptoms developed after a week-long hospital stay during which the device was turned off because the pt was on pain medications. The pt stated that "many x-rays" were done while she was in the hospital. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.